Event description:
It was reported the user received a shock from the area of the switch. Visual examination of the switch and its components revealed no defects. We tested for continuity and found no interruption. The switch was then activated through several cycles and we were unable to duplicate the reported event.